Event description:
It was reported that the patient¿s blood glucose reached over 400 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pink slide did not move forward and was not visible in the viewing window, indicating a needle mechanism failure. The patient confirmed that the cannula had inserted into the skin and reported that the infusion site (leg) had bled a little. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received deployed with data showing over 200 delivered pulses and multiple immediate boluses. No damages or defects were observed.